Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the syringe was unreadable when loading the pca pump module. The clinician stated: "when trying to give a patient morphine with single dose 30ml ims syringe, the bd alaris pca was stating that the syringe was unreadable and could not administer the medicine, hence was unable to deliver medicine to the patient." There was patient involvement but no harm.

Event description:
It was reported that the incompatible prefilled ims syringe was unreadable when loading the pca pump module. The clinician stated: "when trying to give a patient morphine with single dose 30ml ims syringe, the bd alaris pca was stating that the syringe was unreadable and could not administer the medicine, hence was unable to deliver medicine to the patient." There was patient involvement but no harm. During additional follow up, the customer confirmed that the syringe used was not compatible with the syringe module.

Manufacturer narrative:
Correction: disregard the initial report MFR report # 2016493-2025-95129. After further review of the file it was determined that this file is not a reportable complaint and the MDR was submitted in error.